Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device light was flickering during on a patient. It was reported there was no patient injury or consequence. The patient condition was reported as "fine".

Event description:
Customer complaint alleges the device light was flickering during on a patient. It was reported there was no patient injury or consequence. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). One (1) rusch equiplite metal disposable miller 2 (catalog# 004650002) was received for investigation. A visual inspection was performed on the laryngoscope blade and no defects were observed. A preliminary investigation was performed on the returned laryngoscope blade. The blade was attached to a known good standard rusch non-fiber optic reusable handle. Once the blade was engaged a small amount of flickering was noted when the blade was physically stressed. Due to the ongoing complaints related to "flickering", this blade will be redirected to truphatek india for investigation purposes and reporting.